Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported urgent care and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been to urgent care with hypoglycemia. The patient's blood glucose levels reached 30 mg/dl. The patient reported that the pdm was not working. It was mentioned that the patient passed out. The patient did not provide information about how they were treated since they stated it was a private matter and refused to give any information.